Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device malfunction: stent dislodged, difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure in the ostium of the left renal artery, the herculink elite stent delivery system (sds) moved from the ostium and the stent was damaged. An attempt was made to retrieve the sds through the guide catheter (gc) but was unsuccessful as the stent would not enter into the gc lumen. The sds and gc were removed as one unit without incident. An unspecified stent was used in the procedure. There was no reported patient effect. There was no reported patient effect. No additional information provided.